Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications. The imaging evaluation stated the following: the images received cannot be used to perform a full imaging evaluation. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the available images provided for review. Gore cannot guarantee the images provided are accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. Summary: ¿ one j-peg image submitted for evaluation. ¿ no name, date, or demographics on image. ¿ image appears to be a partial sagittal reconstruction image. ¿ there appears to be a device implanted in the aortic arch extending into the descending thoracic aorta. ¿ a red arrow, that was annotated at the imaging site, appears to point to a dissection in the descending thoracic aorta. Cannot confirm when dissection occurred with j-peg image provided.

Manufacturer narrative:
According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but is not limited to vascular trauma.

Event description:
The following was reported to gore; on an unknown date (about 6 years ago), the patient underwent a total arch replacement and an elephant trunk procedure for treatment of a type a dissection. On (B)(6), 2021, the patient underwent endovascular treatment of the remaining dissection using gore® tag® conformable thoracic endoprosthesis and gore® tag® conformable thoracic stent graft with active control system. The gore® tag® conformable thoracic endoprosthesis was implanted distally and the gore® tag® conformable thoracic stent graft with active control system was implanted proximally. After devices were implanted, ivus revealed a dissection slightly distal to the stent graft. On (B)(6) 2021, a CT imaging still confirmed the dissection slightly distal to the stent graft. The physician decided to monitor it. The physician suggested the dissection was not touching the distal end of the stent graft.